Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the inside of the pump looked like the battery exploded. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/24/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the power complaint during the investigation. The pump history was reviewed and no evidence of a power issue was observed. Battery voltages in the black box are within normal specifications. The returned battery cap attaches securely to the pump. Pump was exercised for 24 hrs on a 1 unit per hr basal rate with returned battery cap; no power issues or eaw's were duplicated during this time. An external power supply was used to test the idle, sleep, rewind and load currents; all were found to be within specification. Removed the pump cover; no internal moisture was observed. No damage to the power circuit was observed. The battery was not returned with the pump. There was visible corrosion in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.